Event description:
During device f/u performed on (B)(6) 2011, the physician observed in aida (device memory) several inconsistent info displayed about atrial sensing and pacing percentages. An explanation was requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.